Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that ventilator was inoperable with a "motor fault" upon start up of the device. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found that the transducer would not calibrate. The fsr replaced the main printed circuit board assembly (pcba) and the unit passed all diagnostic tests.